Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a premature ventricular contraction (pvc) procedure, a pericardial effusion was noted in the right ventricular outflow tract. Pvc mapping and ablation was performed in the right ventricular outflow tract (rvot), and positioning of the catheter was noted to be difficult. The patient became hypotensive and an echocardiogram confirmed an effusion following the procedure. A pericardiocentesis was performed to stabilize the patient. The perforation likely occurred while maneuvering the ablation catheter out of the sheath. There were no performance issues with any abbott devices.